Manufacturer narrative:
Device powered up properly after battery installation. No missing segments, partial display, or white display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no white display or additional display errors noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had white screen then it went blank and also unable to open insulin pump. The customer's blood glucose value was 8.3 mmol/l. No report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.